Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured during placement of a trial as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product/provided pictures identified femoral cr impactor pad lot 65120742. Exhibits signs of use (nicked or gouged) and confirming complaint is fractured, not all pieces returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined. The features of this fracture surface and mode align with those reported in summary of failure analysis of knee impactor fractures. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This complaint can be confirmed based on the returned fractured device if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.